Event description:
It is alleged that during a surgical procedure, a 1150.31a0 back plate mounted to an 1150.30a0 tabletop lowered unexpectedly with a pt lying on the back plate. (B)(4).

Manufacturer narrative:
The device was checked by a maquet field representative. The service technician found that the tooth lock washers have been worn and will have to be replaced along with the eccentric lever and the eccentric bolts. The back plate is mobilized on the table top by means of a form closure clamp. To adjust the back plate, an operator has to press a safety push-button, open the eccentric levers on each side of the tabletop, adjust the position of the back plate and then retighten the eccentric lever to secure the unit in place. The product is designed so that if one of the eccentric mechanisms is damaged or unsecured the other one should sufficiently support the pt. However, if these clamps are not properly secured, the proper interlocking of the tooth locking mechanism may be impeded, resulting in excessive wear of the teeth and if left unresolved, the potential for slippage of the tooth lock washer as reported. This is why in the instruction for use, maquet states: "risk of injury! Accessories which are improperly mounted may come loose and cause injuries. Use maquet accessories exclusively and be sure to affix them correctly." Because the wear down of the components observed is a gradual process, the customer could have prevented this event with proper maintenance and inspection. Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).